Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The clip with the applicator had to be pulled off from the tissue to be removed from the patient. Another resolution clip was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.